Event description:
Had a novasure ablation (B)(6) 2019, failed and had to have a full hysterectomy due to continued bleeding/ severe pain in (B)(6) 2020. Discovered ureter damage/ scar tissue just prior to hysterectomy- have stent and possible surgery coming up of this! Unknown at this point if this was from novasure thermal injury. Have many CT scans and MRI and ureteroscope to show damage. FDA safety report ID # (B)(4).